Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user performed a firmware update after which a drawer failure occurred with an error indicated device not detected on bus. The customer confirmed that the firmware update was completed; however, the issue persisted despite the update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed during the firmware update. The firmware was updated; however, the issue persisted. The field service engineer (fse) found that the drawer was not showing on the map. Troubleshooting determined that reseating the retractable band and row resolved the issue. A functional test and diagnostics were performed afterward. The system functioned as intended after field service engineer repaired the device.